Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that a 55-year-old female patient suffered multiple serious injuries including diabetic ketoacidosis due to a defective infusion set. On the morning of (B)(6) 2019, the patient faced difficulty in controlling her blood sugar. She changed the infusion site of her insulin pump, but her blood sugar level remained in the 500-600's. She administered herself an additional insulin but that also had no effect on her blood sugar level. Therefore, she became extremely ill with stomach and chest pains throughout the day and her condition continued to deteriorate. That evening she was admitted in the hospital where she was admitted for the treatment of diabetic ketoacidosis. It was determined that her diabetic ketoacidosis was likely secondary to cessation of insulin delivery due to infusion site failure. On or about (B)(6) 2019, she was again admitted to the hospital to treat her symptoms. Laboratory analysis showed significant hyperglycemia as well as leukopenia. On (B)(6) 2019, she was transferred to another hospital for continued care. She was found to be in diabetic ketoacidosis with anion gap of 27 bicarb of 11 and beta hydroxybutyrate of 7.4. The doctor found that the patient was critically ill with a high probability of imminent life-threatening deterioration with life supporting therapies. Further, she was transferred to the intensive care unit for further treatment. An electrocardiogram (EKG) was performed which showed a septal infarct. She remained inpatient at the hospital until (B)(6) 2019. Prior to her dka (diabetic ketoacidosis) incidents in (B)(6) and (B)(6) of 2019, she had reported an issue on (B)(6) 2018 as she had been experiencing low blood sugar levels while using the infusion set. No further information available.